Event description:
While placing a pedicle tap over a k-wire, some resistance / blockage was felt. This occurred two times during the procedure using different k-wires and taps. This is MDR report 1 of 2.

Manufacturer narrative:
The sales representative indicated it is common for bone chips to accumulate in the tap and that standard practice dictates the surgical technician should clean the tap after each use.